Event description:
It was reported that the pump was alarming ¿upstream occlusion,¿ but the patient noted that the reservoir looked completely empty, with a reservoir volume of 9.3 ml. No obvious occlusions had been visualized by the patient, and it had been confirmed that all clamps were open and sliding freely. Per reporter, the alarm was silenced, battery door open/closed after a 10-second pause, and infusion was restarted. The pump had emptied in 3 hours and 5 minutes, with a disconnect appointment scheduled for 12:40. The alarm returned quickly after the restart and a replacement pump was used. The starting volume was 138 ml, with a continuous infusion rate of 3 ml/hr, and the reservoir volume had been 9.3 ml (displayed on the pump), showing 0.7 ml on the pump when turned on. A total of 137.3 ml had been given. A closed system transfer device was not used to fill the cassette, and the pump had been used to prime the extension tubing. Spiros had been attached at the end but not during the priming function. Per reporter, it appeared the patient had received majority of his medication as the 9.3 ml remaining was not observed. Per reporter, at 10:07, the occlusion had been cleared, and the pump had begun to run successfully until the time of disconnect at 12:44 pm. The event occurred at the hospital. No patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name (B)(6). H3: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number 4448947 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.